Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During implant, the physician noted unacceptable threshold measurements when connected to both the device and psa. The lead was explanted and replaced with good electrical measurements and the patient was in stable condition.